Event description:
It was reported that the patient presented with decreased vision and dysphotopsia. The lens was explanted approximately 5 weeks post implant, and another lens model was implanted. The patient's preoperative manifest refraction was -1.75 + 1.50 x 171 and bcva of 20/30. The patient's manifest refraction after cataract surgery and before intervention was -1.25 +0.75 x 50 and bcva of 20/30. The patient's manifest refraction after intervention was -0.75 +1.00 x 177 and bcva of 20/20. The surgeon indicated that in his opinion, the likely cause of the event was due to progressive "z" syndrome. The patient's current status was described as excellent. This event pertains to the patient's right eye. Additional information has been requested.

Manufacturer narrative:
The lens has been returned to b and l and is currently under evaluation. A supplemental report will be submitted upon completion of the investigation.